Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they removed the sensor and it was shorter than normal. The customer¿s blood glucose level was 125 mg/dl at the time of incident. Customer stated that the wire was broken and when they took sensor off the wire was about 1 cm and it was sticking out. Customer stated that the sensor was not broken off inside and little bit of blood. Customer stated that the site was not actively bleeding. Customer declined for troubleshooting. The sensor will not be returned for analysis.